Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 to treat inability to urinate, pelvic organ prolapse, stress urinary incontinence, cystocele and uterine prolapse and mesh was implanted with concurrent total hysterectomy. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.